Event description:
The physician reported to co that difficulty was experienced during a pva injection. During the injection with a 3cc syringe the catheter split. The catheter was removed and there was no harm to the pt.